Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. A gradual increase was noted. This lv lead remains in service. No adverse patient effects were reported.